Event description:
It was reported that after the third biopsy, a small, metal fragment detached from the distal tip when the needle was extracted from the pt. The metal piece isn't indwelling the pt, the event occurred outside the pt. Another needle was used to complete the CT biopsy of the lung without any pt injury or complications.